Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain while charging the implantable pulse generator (ipg). The location of the pain was not specified. Therefore, the patient was hospitalized and underwent an ipg revision procedure during which the ipg was explanted and replaced with a non-rechargeable ipg. There were no reported patient complications postoperatively. The explanted ipg will not be returned as it was not released by the medical facility.